Event description:
Pt reported "band erosion and band had been placed around the esophagus. Removal of the band required severing of the vagus nerve for removal which resulted in a one week hosp stay, and multiple esophageal repair surgeries." F/u findings: per the notes from the pt's medical chart, read by a healthcare professional at the explant surgeon's office, the pt experienced an "esophageal erosion and the lap-band was removed and changed to a roux-en-y procedure..." In addition, the medical chart notes "resection [illegible] from the abdominal wall," but no further mentioning of the lap-band sys and/or another procedure or treatment associated. The pt's "history and physical" in the medical chart notes the "roux-en-y was reversed" as the pt was having "too much diarrhea" and losing too much weight too fast. Again, these later procedures and treatments were associated with the roux-en-y and not the lap-band sys. The lap-band sys had been discarded and will not be returned to allergan for device analysis. Per the medical professional at the surgeon's office no add'l info is available and the surgeon was not available to speak with an allergan rep directly. F/u with the implant and explant surgeon's offices did not lead to any add'l info.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determined another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."